Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's scalp incision had dehiscence and the surgeon opened the incision, cultured, and washed out with antibiotics, then reclosed the incision. The patient was being kept overnight to administer antibiotics. No known environmental/external/patient factors that may have led or contributed to the issue. The issue was confirmed to be resolved at the time of reporting.